Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of an unknown elastomeric device. The device had been filled with 8g flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d1, d4 (catalogue #, lot #, UDI #), g4. Correction made to d5, e3, h6, h10. B5: event or problem: the affected product is a large volume folfusor (previously submitted as an unknown elastomeric device). D1: brand name: folfusor (previously submitted as ni). D4: catalogue #: 2c4063k (previously submitted as asku). D4: lot #: 21h026 (previously submitted as asku). D4: unique identifier UDI #: (B)(4) (previously submitted as ni). D5: operator of device: other will be omitted and replaced with patient/consumer. E3: occupation: from blank to other health care professional. G4: PMA/510k # or bla #: na (previously submitted as ni). H6: type of investigation: b17 will be omitted and replaced with b18. H10: the device was discarded (previously submitted as not received for evaluation;) therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from august 12, 2021 - august 13, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.